Event description:
While investigating MDR # 1422375-2014-00013 a second injury report was received on 10/08/2014 via email from (B)(6) to nsk america qa manager. The injury report contained the following info: handpiece model was a x95l purchased between (B)(6) 2012 and (B)(6) 2012. Procedure being performed was a crown on # 1. (B)(6), dds was using the device. Pt was under local anesthetic on block ia. No abnormality or malfunction was detected prior to the event, first indication was when the doctor saw the white area on the pt's tongue. Extent of the injury: "7x7mm on dorsal left side of tongue, circular. A 2nd degree burn as it blistered very quickly exposing raw tissue under epithical level. Very painful once block wore off". Intervention required to prevent permanent damage " I stopped treatment as soon as I noticed injury, informed pt. - showed him his tongue". Treatment administered: 'given pain management with vicodin + duke's magic mouth wash." Treatment offered is typical for the procedure being performed. Follow-ups have taken place and pt has healed completely. He was in severe pain for about 1 week. Dates of follow ups have not occurred. No further treatment is required. Disposition of handpiece was that it was removed from circulation and the distributor representative was informed. Along with the report was a letter from the dentist's assistant stating that the handpiece in question has been isolated, marked and sterilized but that another individual had used the handpiece and returned it without marking it so it is unk which handpiece caused the injury. A review of records shows that no handpiece were received from this office between the date of the adverse event and the report. The office's 7 handpieces all of the same model were received at nsk america corporation on 10/13/2014 and forwarded to the MFR on 10/14/2014 for further investigation.